Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access balloon catheter was used to treat the swing point and central vein of the left arm. Approximately 9 months post procedure the patient had a revascularization in the target limb. The event was treated with a target lesion revascularization of the central vein of the left arm.